Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing low voltage and no external power events on (B)(6) 2021. The patient believed that there was a power outage at the facility on that day. The log file captured several low voltage hazards/no external power events on (B)(6) 2021 while the patient was using the mobile power unit. The backup battery was enabled until power was restored and there was no loss in pump support during these events.

Manufacturer narrative:
Section d4: device information was requested but not provided. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the provided log file. The log file contained data spanning approximately 8 days (25may2021 ¿ 02jun2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. No external power alarms were observed on (B)(6) 2021 at 4:52, occurring twice within this minute, 6:39, and 7:53. These alarms occurred while the mpu was in use and all appeared to have been caused by a loss of ac power, as the rsoc steadily decreased during each event. Each alarm resolved within the same minute of activation when power was restored to the system. No other notable events were observed. The mpu (serial number unknown) was not returned for analysis. Although the root cause of the reported event was unable to be conclusively determined, the reported power outages at the facility may have contributed to the observed alarms. The heartmate 3 patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with no external power conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. C, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.